Manufacturer narrative:
This report is submitted on december 08, 2022.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to pain. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed a slight infection at the posterior end of the scar and was treated with a topical antibiotics and steroid combo. This report is submitted on january 19, 2023.